Event description:
The complainant stated that the brake is not working.

Manufacturer narrative:
The technician found when the brake pedal is engaged the casters would not lock the wheel rotation. The technician replaced the brake and brake/steer casters to repair the bed.